Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Further treatment is pending and is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Summary: two reciproc blue files r25 8/100 25mm 025 were returned (one file in loose + one unused file). The file in loose is broken at the tip of the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1837130). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code: 4580. Health effect - impact code: 4648. The correct codes for this complaint are: health effect - clinical code: 4582. Health effect - impact code: 2199. This is a follow up report to correct this code.